Event description:
Customer reported that he had unexplained low blood glucose and seizures. Paramedics where called to assist customer at home. The blood glucose reading was 20 mg/dl when the paramedics arrived. Customer stated that his insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.